Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, the device evaluation findings. The scope was sent to an independent laboratory for microbial testing. The elevator wire channel tested positive for candida glabrata. The instrument suction channel tested positive for terribacillus goriensis. The distal end and elevator mechanism tested positive for paenibacillus provencensis and staphylococcus pettenkoferi. The air/water channel tested positive for micrococcus luteus and candida glabrata. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the duodenoscope using a borescope and found no evidence of foreign material inside the biopsy channel, biopsy port, suction channel, suction port, air/water port, elevator forcep raiser, insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, objective lens/gue, and nozzle. Upon further inspection, non-olympus repairs and parts were found on the insertion tube and light guide tube of the scope. The scope was serviced and returned to the user facility. Based on the independent laboratory results and device evaluation findings, the cause of the reported positive culture could be attributed to improper maintenance of the scope. The instruction and reprocessing manual for use provides several warning and caution statements in an effort to prevent cross contamination and equipment damage. ¿all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. This instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only.¿

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is still in progress. The scope will be sent to an independent laboratory for microbial testing and ethylene oxide (eto) sterilization. As stated in a previously reported MDR (reference MFR# 2951238-2017-00668) an olympus ess visited the user facility and provided a reprocessing training on august 30, 2017. The ess observed the reprocessing staff performing the manual brushing steps out of order as to what is stated on the reprocessing manual. In addition, the reprocessing staff was found conducting the same cleaning steps for both the tjf-160 series and tjf-180 series; which the ess corrected and addressed. The user facility also stated that no changes will be made to their reprocessing practice as it is difficult for the staff to separate the cleaning steps by scope type. The ess also made a recommendation for the reprocessing staff to use olympus cleaning brushes as the facility currently uses non-olympus cleaning brushes. The ess provided product information, the tjf reprocessing check list, and videos to address the reprocessing deviations.

Event description:
Olympus was informed that during an endoscopic retrogrades cholangiopancreatography (ercp) procedure, the scope tested positive for escherichia coli (e. Coli) and likely transmitted to the patient. The patient developed a wound infection post the ercp and whipple case. The patient's wound drainage was sampled and tested positive for e. Coli. The patient was given antibiotics. It was further reported that the scope was cultured at the user facility using the brush swab method. No changes with the facility's reprocessing practice and no problems with the facility's automated endoscope reprocessor (aer) machine.